Manufacturer narrative:
(B)(4) . D10-medical product articular surface (mc) left 16 mm height item# 42512100916 lot# 65384729 0â° spiked keel left size g osseoti tibia item# 42535007901 lot# 66640193 all poly patella cemented 38 mm diameter item# 42540000038 lot# 66611795 palacos rg 1x40 single item# 00111314001 lot# 68911257 h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the wrong product was implanted into a patient. The patient accidentally received cementless implants intraoperatively. There is no additional information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No devices were received; therefore, the condition of the components is unknown. Primary operative notes state no intra-operative complications. However, notes also state that the patient accidentally received cementless implants intraoperatively. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. It was reported that incorrect devices were implanted however there is no information what caused it or what the initial surgeon plan was. Root cause cannot be determined. This complaint is confirmed via operative notes. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.